Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated a gas loss in iab circuit and leak alarm. A leak was confirmed at the connection area between the extender tubing and the iab catheter extender input on the pump with fizzing sound. Although the extender tubing was re-connected, the issue was not resolved. Therefore another iab catheter was used to continue iabp therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated a gas loss in iab circuit and leak alarm. A leak was confirmed at the connection area between the extender tubing and the iab catheter extender input on the pump with fizzing sound. Although the extender tubing was re-connected, the issue was not resolved. Therefore another iab catheter was used to continue iabp therapy. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated a gas loss in iab circuit and leak alarm. A leak was confirmed at the connection area between the extender tubing and the iab catheter extender input on the pump with fizzing sound. Although the extender tubing was re-connected, the issue was not resolved. Therefore another iab catheter was used to continue iabp therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the sheath and catheter. The extension and pressure tubing were also returned. A zip tie was found to be wrapped around the male luer and extender tubing. The zip tie was removed from the extension tubing and an underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extension and pressure tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported alarms and leak problem cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).